Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implantable neurostimulator (ins) came out of the pocket in (B)(6) 2013. They reported pain at the pocket site and an uncomfortable feeling with the loose ins. One year after the issue was noticed, the patient had a revision done, but they didn't recover completely, noting that the ins came loose again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.